Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported no pacing output. The epg passed all incoming functional testing. However, analysis noted that the battery contacts were contaminated. The main printed circuit board (pcb) was calibrated and the battery contacts were cleaned. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not pace. The epg was returned for repair. No patient complications have been reported as a result of this event.